Event description:
It was reported that during a total knee surgical procedure, it was noted that the blade broke and fell into the sterile field. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
It was reported that the procedure was a knee replacement. Investigation results indicate that excessive force and the application of a bending moment along with metal contact while cutting could have caused the blade to break. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke and fell into the sterile field. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.